Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic/abdominal pain'), weight increased ('weight gain'), abdominal pain ('pelvic/abdominal pain'), dysmenorrhoea ('dysmenorrhea (cramping)') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain, abdominal pain, dysmenorrhoea and menorrhagia and was found to have weight increased. Essure treatment was not changed. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia and weight increased outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, menorrhagia, pelvic pain and weight increased to be related to essure. The reporter commented: it was unknown if essure confirmation test was performed or no. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: injury nos was replaced with pelvic pain. New events added: dysmenorrhea, abdominal pain, menorrhagia, weight gain. Patients dob added.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia)') in a (B)(6)female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify- no". The patient's medical history included anaemia, abdominal pain, abdominal bloating, dyspareunia, post coital bleeding, ovarian cyst and uterine prolapse. Concomitant products included nsaids since (B)(6) 2008 and paracetamol (acetaminophen) since (B)(6) 2008. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain ("pelvic pain / pain pelvic area"). In (B)(6) 2009, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("psychological or psychiatric problems condition: mental anguish") and depression ("psychological or psychiatric problems ¿ depression"). In (B)(6) 2016, the patient experienced device expulsion ("expulsion of essure device / patient also states she has one essure coil in tube, the other fell out."). In (B)(6) 2016, the patient experienced vaginal infection ("infection ¿ vaginal"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the menorrhagia, device expulsion, vaginal haemorrhage, vaginal infection, anxiety and depression outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device expulsion, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2016: uterus, fallopian tubes, hysterectomy with bilateral salpingectomies: serosa: small focus of endosalpingiosis. Cervix: chronic cervicitis with squamous metaplasia. Endometrium: proliferative endometrium. Negative for atypia and malignancy. Myometrium: adenomyosis. Fallopian tubes: histologically unremarkable fallopian tubes. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-aug-2019: pfs and mr received: previously reported event ¿injury nos¿ replaced with pelvic pain. New events added: device expulsion, abnormal bleeding (vaginal, menorrhagia), vaginal infection, depression, mental anguish and device monitoring procedure not performed. Aka name, reporter, patient demographic, events onset date, events severity, concomitant drug, medical history and lab data were added. Essure insertion date updated and removal date added. Product indication updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.